Event description:
During laparoscopic robotic assisted tah, surgeon noted that the endowrist instrument, maryland bipolar forceps 8mm had sparked while in use and the tips were not closing properly. He stated that there was no harm to the patient. The instrument was removed from the field and replaced with another bipolar.device #1is this a laboratory device or laboratory test?no.